Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen of unknown concentration at an unknown dose rate via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that the patient was in the hospital because they are lethargic. The change in therapy/symptoms occurred suddenly. The date of the event was noted as being unknown. The hcp requested to have a company representative interrogate the pump. The drug lot number of baclofen was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.